Manufacturer narrative:
The suspect device has not been returned for evaluation. However, after the o2 cell has been replaced, the issue resolved. Furthermore, no exact root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the bellvista1000 us is giving alarm 400 - inspiration valve or device leaky. Furthermore, there was no patient harm reported associated with this event.

Manufacturer narrative:
Results of investigation: the suspect device was not returned to vyaire medical for evaluation. After replacing the o2 cell, the issue resolved. The root cause was determined due to failure to follow instructions, leak is caused by a not well applied o2 sensor.